Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) therapy was turning off by itself. It was noted there were no error codes seen and adaptive stim wasn't being used. The clinician programmer was used to interrogate the implantable neurostimulator (ins) which indicated that "data was lost," and the rep. Confirmed all programming was lost and there was no device diary information. It was noted the patient was only programmed for one group and one program. The clinician programmer also indicated the ins battery life was okay and battery voltage was at 2.98 volts. It was noted it sounded like the patient used stimulation daily but it was unclear if it was 24 hours/day. The last time stimulation was felt was on (B)(6). The patient further reported the ins went up to 10.5 volts when the device was off. The rep. Reprogrammed the patient allowing the patient to feel stimulation at "4 ma." The rep. Tried to interrogate the ins with the patient programmer (pp) but the batteries were dead. The batteries were replaced which allowed the pp to communicate with the ins and all programming was seen. Impedance testing was performed which showed all normal values. Following this the issue was resolved with the patient having therapy and feeling stimulation and parasthesia. Relevant medical history includes post-lumbar laminectomy syndrome and lumbar radiculopathy.